Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging an unknown issue with her onetouch ultra2 meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient and after reviewing the call recording. The patient reported that the alleged meter issue began on (B)(6) 2013 between 9-10am when the subject meter ¿made a high pitched beep, turned off and wouldn¿t turn on anymore¿. The patient stated she manages her diabetes with insulin (lantus 20 units at night; novolog 6-10 units self-adjusted at mealtimes) and claimed she continued with her usual diabetes management regimen in response to the alleged meter issue. During the follow-up call, the patient claimed she started having ¿black-outs¿ which lasted a couple of seconds, two weeks prior to contacting lfs. During the call recording, the patient reported attending the emergency room (ER) on (B)(6) 2014 around 9:00 to 10:00pm in response to her symptoms where she was treated by a health care professional (hcp) with an unspecified dose of novolog insulin. During the follow-up call, the patient claimed a blood glucose reading of ¿444 mg/dl¿ was obtained with the ER meter. The patient informed the mss that she had been without her insulin for 3 months prior to receiving treatment at ER as she was unable to get a prescription. The patient however claimed she required treatment at the ER because she was unable to test her blood glucose with the subject meter. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged issue began.